Event description:
Pt with history of glioblastoma multiforme, status post resection, gliasite/brachytherapy 9/2003, and external beam radiation therapy completed. Presented to ER with worsening seizures. Pt had seizure the night before and during the night. Seizures were of short duration, lasting 15-20 seconds. Pt experienced seizure in ER after IV insertion which lasted 20 seconds. Pt immediately returned to normal status. Neurology admitted subject overnight. Dilantin dose was decreased to 400 mg (200 mg bid) and keppra 500 mg bid to anti-seizure regimen. Follow-up laboratory findings with neurology. Pt was discharged to home the next day.